Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced unbalanced walking. The iol was exchanged for a different lens 3 months after initial implantation. Patient intolerant of anisometropia and myopic overcorrection of astigmatism are the clinical reasons given for the lens exchange. Additional information has been requested.